Manufacturer narrative:
The event is currently under investigation. A supplemental report will be provided upon conclusion. Additional information: no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. 510k#: k032426.

Event description:
It is alleged that [pt] received a cook gunther tulip on (B)(6) 2008. Patient alleges (3) unsuccessful attempted retrieval attempts on (B)(6) 2008, (B)(6) 2009 and (B)(6) 2009.

Manufacturer narrative:
Additional information: investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿tulip, device is unable to be retrieved, embedded, filter thrombus, tilt, anxiety, lifelong blood thinners". Cook will reopen its investigation if further information is received. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported anxiety and lifelong blood thinners is directly related to the filter and unable to identify a corresponding failure mode at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
No additional information provided at this time.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿gunther tulip filter implanted". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4).. The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that [pt] received a cook gunther tulip on (B)(6) 2008. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Pt allegedly received an implant on (B)(6) 2008 via the right internal jugular vein as prophylaxis due to dyspnea and acute pulmonary embolism prior to exploration and debridement of a post-operative abdominal wound infection. Pt is alleging tilt, device is unable to be retrieved, embedment and attempted retrieval on (B)(6) 2008 unsuccessful due to secondary ivc clot, (B)(6) 2009. Pt further alleges need for life long blood thinners. Additionally, switching to pradaxa in (B)(6) 2017, pt further alleges having blood drawn every two weeks for nine years while on warfarin, which was made more difficult due to lymphedema issues in the arm. Prior to several surgical and spinal epidural injection procedures, pt further alleges stopping the warfarin due to bleeding concerns and instead switching to lovenox injections in the abdomen for a period of time.